Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.5/2.0/81 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The patient experienced excessive vaulting. On (B)(6) 2021 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.5/2.0/81 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The patient experienced excessive vaulting. The cause of the event was reported as unknown. Lens remains implanted. Attempts to obtain additional information have not been successful.